Manufacturer narrative:
(B)(6). Occupation: lay user/patient. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported eight wafers were off center. No harm was reported and no photo was provided.